Event description:
Surgeon was suturing vaginal cuff and endostitch suturing device malfunctioned. Suture broke leaving needle embedded in vaginal cuff. X-ray confirmed needle in pelvis. Physician elected to leave needle. Manufacturer notified.